Event description:
It was reported that during a cryo ablation procedure, prior to cooling the left superior pulmonary vein (lspv) the potential was unable to be displayed. The mapping catheter cable was replaced without resolve. The mapping catheter cable was replaced again without resolve. The mapping catheter was replaced and the signal issues improved slightly. The case continued and the signal issues disappeared during cooling. The noise remained on electrodes three and four. It was noted that the mapping catheter cables were resterilized. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot 225876813 was returned and analyzed. Visual inspection was performed, and a kink was observed at the tip/loop of the tubing. Additionally, a broken electrode wire was observed at the weld, a ribbed material was observed on the tubing, a deformed electrode was observed on the loop of the tubing, and a displaced electrode was observed on the loop of the tubing. Visual inspection of the loop segment area showed the loop was kinked/twisted near the electrode five. Visual inspection of the segment area showed the tubing was ribbed at approximately three inches from the loop distal tip. Visual inspection of the electrode(s) showed electrode(s) six was bent/crushed. Visual inspection of the electrode(s) showed electrode six was displaced from its original location. Visual inspection of shaft segment area showed the shaft was intact with no apparent issues. No kink or any other damage was observed along with the shaft of the mapping catheter. Visual inspection of the introducer showed the introducer was intact with no apparent issues. No damage or any other issue was observed along with the introducer. Visual inspection of the connector showed the connector was intact with no apparent issues. No damage or any other issue was observed along with the connector. The functional test was performed using a multimeter. The mapping catheter was connected to the test cable. The continuity and impedance measurement between electrodes and the other side of the cable showed the electrocardiogram (ECG) electrode six to pin six was an open circuit. The rest of the channels were normal. Dissection of the suspected electrode related to the noise issue revealed the electrode wire was detached from the welding at electrode six. In conclusion, the mapping catheter failed the returned product inspection due to a tip/loop kink, a broken electrode wire, and a deformed and displaced electrode. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.